Event description:
The customer reported to olympus the hd camera head had no image and appeared all black during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was not confirmed. However, during evaluation minor scratches were found on the coupler stopper. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/duplicated. Olympus will continue to monitor field performance for this device.